Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failed in calibration for an error 1(pre-warm bypass flow error). The functional check showed that the circulation pump was unable to maintain more than -2.0 psi in bypass. They discussed it was indicative of a failed circulation pump. They stated that they would order and replace it onsite. Per sample evaluation results on 14nov2023, it was reported that the power inlet module found cracked and the -2.0psi in bypass flow.

Event description:
It was reported that the arctic sun device was failed in calibration for an error 1(pre-warm bypass flow error). The functional check showed that the circulation pump was unable to maintain more than -2.0 psi in bypass. They discussed it was indicative of a failed circulation pump. They stated that they would order and replace it onsite. Per sample evaluation results on (B)(6) 2023, it was reported that the power inlet module found cracked and the -2.0psi in bypass flow.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue could not be duplicated during evaluation. The device was evaluated upon receipt. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failed in calibration for an error 1(pre-warm bypass flow error). The functional check showed that the circulation pump was unable to maintain more than -2.0 psi in bypass. They discussed it was indicative of a failed circulation pump. They stated that they would order and replace it onsite. Per sample evaluation results on 14nov2023, it was reported that the power inlet module found cracked and the -2.0psi in bypass flow.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue could not be duplicated during evaluation. The device was evaluated upon receipt. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.